Manufacturer narrative:
The product has been received for analysis. This report will be updated if further information is provided from the analysis.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to noisy signals. There was reasonable evidence suggesting a broken lead. The lead was replaced and a new lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to noisy signals. There was reasonable evidence suggesting a broken lead. The lead was replaced and a new lead implanted. No additional adverse patient effects were reported.